Manufacturer narrative:
The device history record was reviewed and indicated the product was released accomplishing all quality standards. One opened, unused representative sample was returned and evaluated. The sample passed all testing requirements. The root cause was unable to be determined with the available information. All process and controls were found to be followed correctly. A corrective action is deemed not necessary as the sample returned passed testing. We will continue to monitor related reports to determine if additional actions are necessary.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported numerous air bubbles in the tubing makes purging impossible. The pump was put into safety mode and the power supply was stopped. Several tubing sets were tested. The batch was withdrawn because tubing from a different batch was used without any problems.